Manufacturer narrative:
A steris account manger visited the facility and was informed that towards the end of the procedure, the sacral rest broke at the area where the perineal post is inserted; allowing the perineal post to come off of the table. The patient was reported to nearly fall off of the table however hospital personnel were able to intervene and the procedure was completed successfully. The ot1100 surgical table operator manual (1-3) states, "warning - personal injury and/or equipment damage hazard: inspect carbon fiber spars, sacral rest and perineal posts for possible damage and wear prior to each use. Cracked or splintered surfaces may cause injury and/or not work properly." Further, section 4.3 daily maintenance states, "2. Sacral rest and perineal posts: inspect for surface cracking or splintering. Replace any damage rests and posts. Also, pay specific attention to: a. Area around holing sacral rest where perineal post is inserted...]" The facility stated they did not notice any damage to the sacral rest or perineal post prior to the patient procedure. While onsite, the account manager reviewed the steps for ensuring the perineal post is properly inserted into the sacral rest and expressed the importance of inspecting the accessories before a patient procedure. A replacement sacral rest was provided to the user facility. No further issues have been reported.

Event description:
The user facility reported that during a patient procedure, the sacral rest mounted to their surgical table broke and the patient almost fell off of the table. Hospital personnel intervened and were able to readjust the patient without any injuries reported. The procedure was completed successfully. A procedural delay was reported due to hospital staff needing to clean the debris from the broken sacral rest.